Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of "door jammed" alarm was identified in the event history log. There was no pt injury or medical intervention required since this item was found during eval of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "door jammed" alarms were confirmed through the event history log review. The cause was undetermined. If additional info is received a f/u will be sent. The I/o pcb was replaced.